Manufacturer narrative:
The endoscopic camera manipulator (ecm) was returned and evaluated. Failure analysis investigation replicated the reported failure during functional testing. The carriage bearings and rolling loop assembly will be replaced as a fix. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted surgical procedure, the camera insertion axis was not functioning on the endoscopic camera manipulator (ecm). The customer made sure there was no drape caught in the path of the insertion axis. With the assistance of a technical support engineering (tse) the customer performed an emergency power off (epo) and cycle powered the system; however, the issue persisted. The site made the decision to complete the planned procedure using another da vinci system. No patient harm was reported. On (B)(4) 2017 a field investigation was performed by an isi field service engineer (fse). The fse was unable to replicate the reported issue, but did state that something did not sound right. The fse replaced the ecm to repair the system.